Event description:
It was reported the stimulation could not be adjusted. A power on reset condition was reported as well as a "call your doctor" icon. It was stated the patient tried to increase stimulation and they got the "call hcp" screen. The code associated was unknown. It was added the patient was programmed with multiple groups, but only two programs per group. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 37746, product type: programmer. (B)(4).

Event description:
Additional information received reported that the problem was cleared up with resetting the patient programmer.